Manufacturer narrative:
Citation: kudo et al. Evaluation of gold marker orientation in the three-cusp coplanar view after evolut fx transcatheter aortic valve implantation. Cardiol res. 2025 oct 10;16(5):394-402. Doi: 10.14740/cr2124. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the gold marker orientation in the three-cusp coplanar view of the medtronic evolut fx transcatheter bioprosthetic valve.  The study population included 25 patients.  Among all patients, clinical observations included: commissural misalignment, moderate paravalvular leak and moderate aortic regurgitation.  No further information was provided pertaining to medtronic products.